Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that something weird was going on because if felt like stimulation was turned up really high and giving electrical sensations. The patient turned stimulation down and still felt the sensation so he turned it off and it stopped. The patient stated he could live with it for now because if it was off his pain was bad news. The patient noted he still had some pain but the device helped a lot. The indications for use were spinal pain and post-surgical neuritis.